Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was experiencing vomiting. The pt had walked through a hidden security on (B)(6) and didn't know if the security did something to her device. The pt was at home in fair condition at the time of the report. Add'l info was requested.